Event description:
It was reported that there was a message displaying "syringe calibration required." At the same time, it was observed that the syringe pump had a broken motor belt. There was no patient harm. The incident did not cause a delay that significantly impacted the patient's outcome. Although the user only observed the message "syringe calibration required," a worn split nut channel error 351.6660.0 was noted by the engineer while reviewing the last error through maintenance mode on the pump . The involved device has since been repaired and the motor belt replaced. The device is back in use. Although requested, no patient information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient demographics provided.

Manufacturer narrative:
The customer¿s stated issue of a broken motor belt was confirmed through an inspection of the returned part. However, the channel error code 351.6660 for worn split nut could not be confirmed through testing or through review of the logs as the device and the logs were not returned for the investigation. Inspection: the received timing belt was in poor condition. Multiple teeth are missing, the internal kevlar banding is exposed in multiple locations. Log analysis results: n/a, although requested, the customer was unable to provide the syringe module. Test method information: n/a. The proximate cause of the customer¿s complaint of broken motor belt is possibly due to the formulation became unbalanced during the mixing stage of the manufacturing process possibly resulting in a bad cure. Additionally, the recommended shelf life/service life is 2 years from manufacturing date, which has been exceeded. The proximate cause of the customer¿s complaint of channel error 351.6660.0 is due to the broken timing belt. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 10/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 06/29/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records opened for the source device. H3 other text : only timing belt was received for investigation.

Event description:
It was reported that there was a message displaying "syringe calibration required." At the same time, it was observed that the syringe pump had a broken motor belt. There was no patient harm. The incident did not cause a delay that significantly impacted the patient's outcome. Although the user only observed the message "syringe calibration required," a worn split nut channel error 351.6660.0 was noted by the engineer while reviewing the last error through maintenance mode on the pump . The involved device has since been repaired and the motor belt replaced. The device is back in use. Although requested, no patient information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient demographics provided.

Event description:
It was reported that there was a message displaying "syringe calibration required." At the same time, it was observed that the syringe pump had a broken motor belt. There was no patient harm. The incident did not cause a delay that significantly impacted the patient's outcome. Although the user only observed the message "syringe calibration required," a worn split nut channel error 351.6660.0 was noted by the engineer while reviewing the last error through maintenance mode on the pump . The involved device has since been repaired and the motor belt replaced. The device is back in use. Although requested, no patient information was provided.